Manufacturer narrative:
Initial and final (B)(4) -device 2 of 3. E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced two tape not sticking issues on (B)(6) 2026 due to sport activities and perspiration. No further information is available.